Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced a hear rate of 20 beats per minute (bpm). Right ventricular automatic capture (rvac) was discussed and appeared to be stable, no further issues were reported. Technical services (ts) recommended to consider in office testing for this patient. A near syncope episode was observed. This device remains in service. No adverse patient effects were reported.